Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected software error detected alarms noted during testing however, the formatted history file confirmed software error detected alarm (line number 57615 file number 8192), problem isolated to the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had software detected alarm. The customer's blood glucose was 9 mmol/l. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The insulin pump will need to be replaced. The customer was advised to revert to backup plan. The insulin pump will be returned for analysis.